Event description:
Pt came to the clinic with red, swollen eyes. They had purchased cosmetic tinted contact lenses at a cell phone/gas station. They wore them for 1 week without removal as they were given no solutions or instructions on insertion and removal of the lenses. Reporter removed the lenses and treated their condition. The lenses did not appear to be an american made product.